Event description:
It was reported that the patient noticed that his artificial urinary sphincter (aus) stopped performing as intended in (B)(6) 2021. A computerized tomography was performed and revealed an empty pressure regulating balloon. A revision surgery was requested by the physician. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported performance issues cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient noticed that his artificial urinary sphincter (aus) stopped performing as intended in (B)(6) 2021. A computerized tomography was performed and revealed an empty pressure regulating balloon. A revision surgery was requested by the physician. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and a tear was identified in the cuff shell. The identified tear appears to be consistent with damage caused by a sharp instrument which most likely occurred during implantation of the device. No anomalies were found with the balloon and pump components. Based on the information available and analysis results, the reported fluid leak was confirmed, as analysis identified a tear in the cuff.